Manufacturer narrative:
One sample was returned for evaluation. Visual inspection revealed a compromised cuff. Wear marks were present on the cuff. An attempt to inflate the cuff with 20 cc of air was unsuccessful. Closer inspection of the cuff showed that the cuff had cuts at the wear marks. The returned device did not show any other signs of wear marks besides the one location on the cuff. If a brush with hard bristles was used to aggressively scrub, the device would show more scuffing throughout the tube. The scuffing visible on the returned sample appeared to may have been caused by the patient's anatomy; trach was in use for two days. Review of manufacturing process revealed no operations that could potentially create the wear marks on the returned sample. Manufacturing 100% visually inspects product before packaging, including leak testing. The instructions for use (IFU) warn against using a tube that is cut or damaged. Use of a damaged tube could result in airway compromise. The device must be thoroughly inspection for signs of damage or wear prior to use. IFU also warns to guard against product damage by avoiding contact with sharp edges. The investigation concluded that the defect was unlikely caused by manufacturing.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that the listed unit was in use for two days when leakage was discovered. The cuff was completely deflated when extubated. This was the initial use of the product and cuff had been tested prior to use. It is unknown what type of water was used to fill the cuff. No adverse health outcome resulted from this event.